Event description:
Event description guidant received information that the patient with this pacemaker presented at the emergency room with a heart rate of 40ppm. The health care professional was unable to interrogate the device and the electrocardiogram shows erratic pacing artifacts. The patient has dementia and is unable to communicate their symptoms or their last check-up date. This device has an estimated longevity of 6.3 years and has been implanted for approximately 8.5 years.